Event description:
During a tibial plateau orif procedure, surgeon was tightening the holding sleeve the wing nut snapped off the pin guide. There were no pieces to retrieve from the pt. The procedure was completed with no further complications and no harm to the pt was noted.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed; no conclusion could be drawn, as no product was received.